Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-sep-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with a vizigo sheath and the ¿hemostatic valve got stuck in the sheath/dislodged¿ issue occurred. It was reported that the dilator could not go into the vizigo sheath and the hemostatic valve got stuck in the sheath. The cable was replaced with no resolution. When the sheath was replaced, the issue was resolved. There was no patient consequence reported. Additional information was received on 26-aug-2024. The section where the issue was observed was the hemostatic valve and hub. The hemostatic valve was dislodged inside of the hub. The brim cap / hub did not become detached from the sheath. The sheath was not used on the patient. The resistance was between the dilator and the sheath. The resistance caused the dilator to bend and crease and the hemostatic valve gasket to become dislodged inside the hub. The sheath was never used on the patient; therefore, no needle or catheter was ever used with it. The resistance issue was assessed as non MDR reportable. Interference or friction between devices is a known occurrence. If resistance was encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. The dilator bent / crease issue was assessed as non MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The hemostatic valve got stuck in the sheath/dislodged issue was assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with a vizigo sheath. It was reported that the dilator could not go into the vizigo sheath and the hemostatic valve got stuck in the sheath. Additional information was received. The section where the issue was observed was the hemostatic valve and hub. The hemostatic valve was dislodged inside of the hub. The resistance was between the dilator and the sheath. The resistance caused the dilator to bend and crease and the hemostatic valve gasket to become dislodged inside the hub. The device evaluation was completed on 14-oct-2024. The product was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and microscopic examination of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component and bent marks were found in the dilator in the distal section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve dislodgement could also be related to the dilator damage and resistance issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).